Event description:
It was reported that (2) devices were used during a gastric bypass. It was reported by the rep that the prr35 instrument staples do not form properly. One side of the staples is "crinkled". A 3rd instrument was used to complete the case. There was no consequence to the pt.